Event description:
The customer reported a false positive reaction of a donor sample with solidscreen ii anti-d (rh1) blend (ref (B)(4), lot 2002190-00). The customer was informed that the donor was rh(d) negative. Therefore the customer repeated her testing on both of her tango infinity instruments and received now negative results. The customer did not submit the complaint sample for investigational testing but the donor sample (B)(6) that had caused a false positive test result. When we received the donor sample on our premises it was very hemolytic. But nevertheless our quality control laboratory tested the donor sample with their retention sample of the supposedly defective lot on tango infinity. Because to the gross hemolysis of the sample the result could not be correctly evaluated by the instrument. Additionally the donor sample was washed with isotonic saline prior to the testing and yielded correct negative results, on tango infinity as well as in the manual test method. Furthermore the retention sample of the supposedly defective lot was tested manually and on tango infinity with different samples. All positive and negative results were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Although there was no indication of a weak d or d variant, the donor sample was sent for molecular typing to an external laboratory. The outcome of the external investigation was the following rh formula: ccddee. Based on this rh formula the sample is supposed to show a negative reaction with solidscreen anti-d blend as it did in the testing of quality control laboratory and in the retest at customer´s site. The affected tango infinity was inspected by one of our field service engineers and he did not find any mechanical case relevant issues. The log files were analyzed in detail and r&d provided a report of the analysis. No instrument related issues in sample processing of investigated sample could be found. The customers tango infinity performed as expected. Testing of our quality control laboratory confirmed the correct function of the retention sample of the supposedly defective lot. The submitted patient sample yielded a correct negative result when tested by our quality control laboratory. Additionally, the rh formula of the patient was confirmed by an external molecular typing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. From the instrument's perspective, based on current information and data there is no indication for an instrument malfunction. The service engineer confirmed a proper function of the instrument. As per the customer, no problems with quality control testing of solidscreen ii method on the day of issue occurred. On this day, the responsible employee was not on-site and her colleagues set up the sample run, which gave false positive result. The next day, repeat testing of the same sample on the same instrument yielded results as expected, indicating that the instrument had no problems. The root cause for the observed phenomenon at customer site could not be determined.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false positive reaction of a donor sample with solid screen ii anti-d (rh1) blend (ref 806530, lot 2002190-00). The customer was informed that the donor was rh(d) negative. Therefore the customer repeated her testing on both of her tango infinity instruments and received now negative results. The customer did not submit the complaint sample for investigational testing, but the donor sample ((B)(6)) that had caused a false positive test result. When we received the donor sample on our premises it was very hemolytic. But nevertheless our quality control laboratory tested the donor sample with their retention sample of the supposedly defective lot on tango infinity. Because to the gross hemolysis of the sample the result could not be correctly evaluated by the instrument. Additionally the donor sample was washed with isotonic saline prior to the testing and yielded correct negative results, on tango infinity as well as in the manual test method. Furthermore the retention sample of the supposedly defective lot was tested manually and on tango infinity with different samples. All positive and negative results were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Although there was no indication of a weak d or d variant, the donor sample was sent for molecular typing to an external laboratory. We are still waiting for the result. Investigation of the affected tango infinity's log files is still ongoing.